Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge change errors during the load process. The customer's blood glucose level was 213 mg/dl. Reportedly, the cartridge was not completely secured onto the pump and the customer observed a gap between the cartridge and the pump. The customer clicked the cartridge into place, completed the load process, and resumed insulin using the existing cartridge.